Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Loaner staff of stryker (B)(4) noticed the breakage of the insert trial after it was returned from the hospital. The insert trial was broken during medical procedure. There was no adverse consequence in the surgery.

Manufacturer narrative:
Conclusions: the reported event was confirmed. Scratches and indentations were observed on the articulating surface, underside, and distal rails of the triathlon cs trial. A portion of the rails had fractured.

Event description:
Loaner staff of stryker (B)(4) noticed the breakage of the insert trial after it was returend from the hospital. The insert trial was broken during medical procedure. There was no adverse consequence in the surgery.